Event description:
Prior to a coronary stent procedure, it was noted during prep the ends of the stent were partially deployed. The tech in the procedure indicated the balloon had not been inflated during prep. No patient injuries or complications occurred.